Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found switch 1 has a cut and switch 3 has a dent. In addition, label on scope connector is peeled and due to breakage of light guide bundle, illumination is poor. Finally, adhesive around light guide lens has a chip and adhesive on the bending section cover has a crack. The reported fault was likely a result of insufficient reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, flex video scope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause for the appearance of the foreign material could not be determined. Occurrence of the events can be detected and/or prevented by handling the device according to the following instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.